Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid to distal circumflex (cx) coronary artery. A 2.75x33mm rx xience alpine stent delivery system (sds) was advanced toward the target lesion, however, the sds failed to cross through a previously implanted unspecified stent in the proximal cx, and the stent completely dislodged from the balloon and remained trapped by (entangled with) the previously implanted stent, with part of the dislodged stent extending into the aorta. The dislodged stent was successfully snared and retracted through the guiding catheter without causing damage to the previously implanted stent. The mid to distal cx lesion was treated with a non-abbott device. There were no adverse patient sequelae. No additional information was provided.